Manufacturer narrative:
While performing a review of the file, it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. MDR 3012307300-2024-00870 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
B3 unknown, e1: phone (B)(6). One device was received for evaluation. Visual inspection verified the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was air bubble under the downstream occlusion seal. There was unknown patient involvement.